Event description:
Generator analysis was completed. While the reported allegations of increased seizures and ambulation difficulties are outside of the scope of product analysis (pa), proper device function was verified in the pa lab. Device output was monitored for >24 hours and there was no variation in the output signal. Comprehensive electrical testing showed that the generator performed according to all functional specifications. No additional relevant information has been received to date.

Event description:
The suspect device was received by the manufacturing and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
The patients mother reported that the patient had difficulty sleeping prior to the previous generator replacement, and was also hyperactive. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic full revision surgery. The lead was replaced to go from a dual pin to a single pin model. The explanted devices have not been received by the manufacture to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient is having an increase in seizures, and the patient has recently developed a limp. Device diagnostics were shown to be within normal limits. No known surgical intervention has occurred to date. No additional relevant information has been received to date.